Event description:
It was reported that bd alaris smartsite gravity set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the lack of strong flow of their gravity hand pump blood set #10010903 and the pump set when run as gravity.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010903 and lot# 25029327 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2025.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.